Event description:
Reported a hissing sound from the i.v. Catheter when attaching the vacutainer to draw blood. This only happened with the 20 gauge IV needles. There was no patient harm - the equipment was not used to draw on patient.